Event description:
Sales rep reported on behalf of the customer the screw head reportedly sheared off while being inserted into the plate. The pt was unk male trauma pt.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.